Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump total daily dose delivery totals showed one discrepancy occurring on (B)(6) 2011; the black box data was not available due to continued patient use so there was no way to determine if a manual time change was made. Normal and audio boluses were performed and both were successfully recorded into the pump history. The pump was paired to a test meter and a bolus was program from the meter remote and was successfully recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6), 2012, the reporter claimed the patient was having issues with elevated blood glucose. Reportedly, the patient was vomiting and had positive ketones at the time of concern. The reporter indicated that the subject insulin pump had inaccurate bolus history with date from (B)(6) 2011. The reporter felt that the blood glucose excursion is related to the alleged animas product issue. According to the reporter, dates were out of sequence. During troubleshooting, the animas representative noted there were no issues with time/date resetting with battery changes. The reporter never found time/date to be set incorrectly in the pump. There were no prior issues with powering the pump on using a new battery. This complaint is being reported due to the alleged inaccurate bolus history and because the patient had symptoms that can be suggest of hyperglycemia while on insulin pump therapy.